Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side extra-capsular rupture and intracapsular ruptures. Device remains implanted.

Manufacturer narrative:
Corrected data: b3.

Event description:
Healthcare professional reported left side extra-capsular rupture and intracapsular ruptures. Device remains implanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.